Event description:
Rn attempted to flush mediport. Appeared to be clotted, with obvious infiltration. Pt brought for explant. In surgery, md discovered the catheter had become detached from the port, sheath was intact. Catheter found in pulmonary artery with fluoro and removed.